Event description:
The customer reported that there was spontaneous upward movement of the patient support when no push button was depressed. The field service engineer (fse) confirmed that the table moved spontaneously upward to the highest position during air calibration. This was due to a broken gantry button (pb-l8d pcb part # 452253200620). The part was replaced and the system was tested by the fse for mote and 2.5 hours without any problems. There is a safety switch mounted inside of the gantry bore. When this safety tape switch is touched (anywhere along the tape), no further gantry or couch movement is possible until this system state is actively reset by the operator. In this system state, the tabletop including a patient could still be moved out of the bore manually (horizontally outward) by the reporter. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections h1-h9 at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2012, at (B)(6) hospital in (B)(6), the operator alleged that the table moved spontaneously upward to the highest position (1000mm) during air calibration. The system tomoscan-avps was not in clinical use when the incident took place. There was no report of any harm/injury to any patient, operator or bystander due to this issue. The operator called the philips service about the issue and the field service engineer (fse) was dispatched. On evaluation of the system, the fse determined that the issue was due to a broken gantry control button (pb-l8d pcb). The fse replaced both the up and the down buttons and system was tested by fse for more than 100 minutes in standby, warm-up, air calibration, and water phantom test scans without any further problems. The fse stated that there is a safety tape switch, which is mounted at the inside of the gantry bore. When this tape switch is touched (anywhere along the tape), no further gantry or couch movement is possible, until this system state is actively reset by the operator. In this system state, the tabletop can still be moved out of the bore manually (horizontally outward) by the operator. After replacement of the gantry buttons, the defective up button, and the down button (not defective) was available for engineer's investigation. No bug reports/log files were provided. Engineering investigated the defective pcb pb-l8d to determine a root cause for the incident. The findings of the investigation state that the issue had occurred due to excessive dirt inside the switch. The dirt stuck the surfaces of the switch, and therefore, the switch controlling the upward movement of the couch was stuck engaged causing unwanted movements. It was also observed that the patient support down button (cap) on the pcb pb-l8d board was mounted in the wrong way, though it must be noted that there was no erratic couch movements in the downward direction. The fse confirmed that the patient support down switch cap on the pcb pb-l8d board was not mounted in the wrong way during operation. The cap came off during the replacement after the incident and was accidently put back wrong on the switch before sending to the factory. The down switch was mounted correctly on the system. The tomoscan system risk files are owned and maintained by (B)(4). The risk assessment (ra) team at (B)(4) was contacted for the risk files and selection of the overall risk of this issue. (B)(4) ra team provided the risk files and determined that the risk associated with this issue is broadly acceptable. According to their risk file risk assessment, the following mitigations are applicable: a touch switch has been attached to the surface of the gantry to stop table motion by cutting off the power to table drive when it is actuated. The presence of excessive dirt inside the switch caused the switch to engage by sticking the upper and lower surfaces of the switch together. The fse replaced the patient support up and down switches on the pcb pb-l8d board.